Event description:
A pulsar-18 peripheral stent system was selected for treatment of a moderately to severely calcified lesion (95 percent stenosis degree) in the moderately tortuous sfa. During the attempt to release the stent, a defect was detected, and it was not possible to remove the stent system. To remove the stent it was necessary to cut the blood vessel and suture it.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 562 mm. The stent has been fully released. A kink was observed in the device shaft at the distal end of the kink protector. Inspection of the remainder of the device revealed no other damage or irregularity. The stent, the introducer sheath and the guidewire used in the intervention were not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause was determined.